Manufacturer narrative:
The insulin pump function properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. All operating currents are within the specification, no unexpected low battery, off no power alarm or battery indicator anomaly noted during testing. The insulin pump was received with minor scratched display window and cracked reservoir tube lip. Drive support disk was inspected and no anomaly was noted during testing.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that the drive support cap was damaged. The customer's blood glucose was 195 mg/dl at the time of incident. The customer mentioned that she had a blood glucose that was around 500 mg/dl. The customer's blood glucose was 121 mg/dl at the time of call. The customer stated that the drive support cap was bubbled up and was deformed. The customer declined to troubleshoot for the high blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.